Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs showed the user received a warning for an active trajectory not being reachable. The warning will state: " the selected trajectory was not reachable by the robotic arm. Disengage stabilizers from control panel and move the robot base until the desired trajectory is reachable. "Ultimately, the user was unable to resolve the issues within this case and the procedure was aborted. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Next, as we began navigating, we positioned the robot near the patient, and green boxes appeared for our desired levels signaling that trajectory was within range. Stabilizers were deployed, a single level was selected, but as the surgeon pressed the foot pedal, a "trajectory was not within range" warning appeared. We attempted to reposition the robot multiple times, and each time the warning appeared. This prohibited us from proceeding.